Manufacturer narrative:
Device MFR date is dependent on the lot number and not available at this time. Suspect part has not been returned to the MFR for eval at this time. Replacement part has been ordered.

Event description:
A medtronic rep reported that while in a spine surgery, the surgeon alleged there was "toggle" between the vertex max spine frame (0 degree) and the spine clamp. The surgeon successfully navigated during the case and completed the procedure with the use of the stealthstation s7 system. There was no impact on the pt outcome.